Manufacturer narrative:
The technician replaced the side rail end tube to resolve the issue.

Event description:
The technician alleged the side rail will not raise to the latch position. No pt impact.